Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000062921.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue. Product investigation was unable to determine which lead has caused the issue.